Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the display is non-responsive to touch. The customer reported a spot on the screen and is unable to make changes. The customer reported there is no patient involvement associated with the event.